Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was having issues with the battery life. The customer stated that she inserted a new battery and received a low battery alert the next day. She changed the battery again the day of the call and received a weak battery alert. Blood glucose value is unknown; she stated it was probably around 120 mg/dl. The alarm history showed multiple bad battery and failed battery test alarms. The insulin pump did not alarm failed battery test after cleaning the battery cap and inserting a new battery. During troubleshooting; the customer stated the insulin pump had cracks at the battery compartment and that she had issues with batteries not turning the screen back on. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.